Event description:
A consumer reported having blurry near vision, glare and seeing a black line in the bottom of vision approx three weeks following bilateral intraocular lens (iol) implant surgeries. In a follow-up, the surgeon reported that he does not believe the device caused/contributed to the event; and he advised the pt to "give it more time" and her eyes should adjust. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/14/2009 and 10/16/2009 by phone, fax, and mail. Additional info was obtained by phone. A completed questionnaire was not received. No further info is expected.